Event description:
A maude event report, (B)(4), was received from the FDA which alleged that the daughter of a patient read an article that FDA recalled granuflo (and naturalyte). She stated her mother is on dialysis three times a week and the facility uses granuflo. Since her mother has started dialysis, she has had a heart attack, lots of cardiac problems and has suffered chest pains. Patient's daughter is inquiring about the product.

Manufacturer narrative:
Contact information was not provided so additional follow up cannot be performed. A supplemental report will be filed if/when additional information is received.